Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported (B)(6) after implant by the patient that it felt like the pacemaker device was "zapping me when I lay down" and it "feels like an electrical shock in my heart." Follow-up with the physician office determined that the patient was feeling occasional ventricular pacing. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.